Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference (B)(4).

Event description:
The acuson sc2000 system locked up in the middle of a arterial fibrilation oblation case. Occurrs sporadicly and the system has to be forced off. The exam was completed using a different system.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the control panel was inspected by the vendor ais. No trouble was found with the component, therefore the root cause of the issue is unknown. The issue was resolved by replacing the control panel on site. The system is fully functional. Reference #: (B)(4).